Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics corporation (procept) became aware that during aquablation therapy, the scope lens was noted to be smudged and cracked, resulting in poor visibility. Aquablation therapy was successfully completed despite the poor visibility. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam scope was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam scope without success. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam scope/lot number 2316 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The user manual sj-um0101-00 rev. C, aquabeam robotic system user manual, us, english was reviewed. Ensure the aquabeam scope is properly engaged with the camera and light source. Failure to do so may result in user or patient injury. Take precautions during installation, use, and removal of the light source to the scope light source. Adapter and distal lens as the surfaces may heat up from light source. Ensure the aquabeam scope and aquabeam handpiece have no sharp edges, rough surfaces, or protrusions when assembled together. Inspect for any damage to the device. Failure to do so may result in user or patient injury. Inspect for particulates at the distal end of the aquabeam scope where the lens is located. If particulates are found around the lens, thoroughly wipe them off using a sterile gauze wetted with sterile water or saline. Ensure the scope clamp is properly installed and the sterile field is maintained. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.